Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospitalization reported by diabetes educator due to high blood glucose. The blood glucose reading at the time of the event was 248 mg/dl. Customer was falling asleep. The current blood glucose reading is 148 mg/dl. Hospital treated customer with fluids. Nothing further reported.